Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review could not be performed as there was no lot number provided. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have broken port. The issue was discovered during the patient use but prior to the infusion. This report documents patient involvement but no serious injury or adverse events. No additional information is available.